Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump failed displacement test. Customer blood glucose reading reading was 230 mg/dl. Customer was priming and the screen display max filled 30 units. Insulin pump was returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. Unable to confirm prime/fill anomaly due to compromised force sensor system alarm.